Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed no reservoir even though there was insulin and a reservoir in the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The no reservoir alarm functioned properly during testing. The pump was received with a cracked reservoir tube lip.